Manufacturer narrative:
Other: load wheel casting; horn.

Event description:
It was reported by service report that the cot has a broken load wheel casting. No pt involvement or adverse consequences are reported.